Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 8atm within 1 minute. The device was removed using normal method and the procedure was completed with another of same device. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
(B)(6).